Manufacturer narrative:
Others: superficial infection, pain, motor dysfunction. The following products were used in the 6 patients covered in this clinical study: product ID: 75476540, qty: 2. Product ID: 75476545, qty: 4. Product ID: 75476550, qty: 1. Product ID: 75477535, qty: 2. Product ID: 75477540, qty: 6. Product ID: 75477545, qty: 13. Product ID: 75477550, qty: 7. Product ID: 75477555, qty: 4. It is unknown which of the above implants were responsible for the adverse events. Also, it is unknown whether these products caused or contributed to the reported event or not. We are filling this MDR for notification purpose. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
No. Of patients: 06 (male: 02, female: 04); mean weight: 78.5 kg; mean age: 59.8 years; mean height: 167.7 cm current smoker: yes (01 patient), no (04 patients), unknown (01 patient) pre-operative diagnosis: degenerative lumbar scoliosis (05 patients), m. Bechterew (01 patient) study group: fnsl_v003: multi-axial or sagittal adjusting screw it was reported per a clinical study titled ¿clinical outcomes and safety of fnsl_v003 with minimum 12 months follow up" that 06 patients were diagnosed with spinal deformity from (B)(6) 2014 to (B)(6) 2018. Post-operatively, 2 patients suffered from superficial infection. 2 patients filled the questionnaires during 12th month follow-up. At 12th month follow-up, leg pain was reported for 1 patient, back pain was reported for 1 patient and motor dysfunction was reported for 1 patient.